Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that initially she was hospitalized due to stomach flu, but during hospitalization her blood glucose was high all day. Customer stated that when she looked at her site she noticed that her infusion set never went into her skin. Customer stated that she reinserted, but forgot to fill the cannula. Nothing further was reported.